Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. D4 unique identifier (UDI) for reservoir: (B)(4). Correction to field h7: if remedial act init, type. Correction to field h9: correction/removal reporting #.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a scrotal infection, and it was also reported that the device had difficulty inflating. The ipp was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a scrotal infection, and it was also reported that the device had difficulty inflating. The ipp was explanted and replaced. There were no additional patient complications reported.